Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was struggling with registration. After multiple attempts, the site got a passing registration of 3.6mm and proceeded with the surgery. Area of interest laid within the yellow circle on the confirm registration screen. While navigating, it was noticed that the frontal balloon was in the front sinuses and close to the brain. The manufacturing representative notified the surgeon of this. The surgeon proceeded the surgery and a cerebrospinal fluid (csf) leak occurred. The csf leak was repaired. It was also noted that there was less than a 1-hour delay to the procedure.